Event description:
It was reported that the patient experienced left bundle branch block (lbbb), vessel occlusion, ventricular fibrillation, hypotension, and death. The aortic valve was treated with deployment of the 27mm lotus edge valve. After deployment, the patient went into lbbb. The positioning was observed to be approximately 7mm deep, so the physician decided to reposition higher. Successful repositioning of the lotus edge valve involved re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). The patient's rhythm returned to a normal sinus rhythm and the physician's were satisfied with the valve positioning. After the lotus edge valve was released, the patient's left coronary system shut down, as seen via angiography. The patient experienced hypotension and cardiac rhythm changes. Two coronary stents were placed; however, the patient had several rounds of ventricular fibrillation. Chest compressions were started and went for 45 minutes. The patient was stabilized and transferred to the intensive care unit, where later, passed away.